Manufacturer narrative:
This report is submitted on 05 apr 2021.

Event description:
Per the clinic, the patient experienced discharge and crusting around abutment site which was subsequently treated with steroid.